Event description:
Consumer contacted via phone and stated that with two separate packages of tampons, bits of core were coming out before and after use of the tampons. Also, the cord was really loose, it seemed like it would come off. No injury was reported.